Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and the insorb stapler was used. Several hours post-op, the patient experienced wound dehiscence. Device was discarded. Multiple attempts were made, but no additional information is available. 2030 insorb (B)(4).

Manufacturer narrative:
Device has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
Distribution history the complaint products were manufactured at (B)(6) on (B)(6)2024. Manufacturing record review: DHR was reviewed, and no nonconformities related to the complaint condition were noted. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions, however, in those cases no product was returned for investigation, so the complaints were not confirmed. Product receipt: the complaint product was not available for return. However, 6 closed boxes and 4 unused individual staplers from the same lot number that were under quarantine was received on (B)(6)2025. Visual evaluation: packaging: all returned products were verified to have no breach to the sealed packaging. Seal condition: the returned product was verified to display a minimum 1/8-inch seal. Desiccant packs: the desiccant packs did not indicate prolonged exposure to moisture. Storage conditions: six outer boxes with temperature indicators were returned and all the temperature indicators were found ok and not triggered. Visual examination of the complaint products revealed no physical damage. Functional evaluation: all products were functionally evaluated, all were completely shot and emptied. In addition, an aql was made where all the staples were measured and found to pass. Any relevant customer or clinical information: according to the follow up emails: all supplies are stored in a climate-controlled environment. Root cause: no definitive root cause for this issue could be reliably determined at this time. The returned product was tested to specifications. Coopersurgical will continue to monitor this complaint condition for trends. Complaint is not confirmed as the product tested to specifications.